Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead dislodgement and intermittent capture were observed. The lead was explanted and replaced. The patient is doing well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.